Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings on posterior side assessed as surgical damage. Additional observations: ¿ observed wear abrasion on the device.

Event description:
Patient spouse reported a right-side no complaint against the device. Later, healthcare professional reported right side deflation. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of (B)(4). Fluid/blood leak for the period of jun 2021 through may 2023 related to date opened indicates that 1 point is above the upper control limit. However, an analysis was performed to review the involved complaints with manufacturing date and no complaints were found over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4). Fluid/blood leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient's spouse reported a right-side no complaint against the device. Later, healthcare professional reported right side deflation. Device was explanted and replaced.